Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead and right ventricular (rv) defibrillation lead exhibited noise on the ra and shock channel, and oversensing on the ra channel. The noise was reproducible with isometrics and pocket manipulations. It was noted that the noise was observed in parallel, and insulation damage was suspected due to possible lead-on-lead contact. In addition, the ra lead exhibited low out-of-range pace impedance measurements less than 500 ohms. These leads remain in service at this time. Technical services (ts) reviewed programming options and the need for possible lead revision. No adverse patient effects were reported.